Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported slda appears to have been a result of challenging patient anatomy. The reported unchanged mr appears to have been a result of the slda. The reported patient effect of unchanged mr is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring surgical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however both leaflets were unable to be grasped therefore the clip was not implanted. The cds was removed and the procedure aborted with the mr remaining at 4. A second procedure was performed the next day on (B)(6) 2020. The cds was advanced and deployed on the leaflets however the clip detached from the posterior leaflet (single leaflet device attachment (slda)). The procedure was aborted with the mr remaining at 4. The patient was sent for mitral valve replacement surgery. No additional information was provided.